Event description:
Related to MFR report#: 2183959-2012-00999. It was reported by plaintiff's attorney that the plaintiff was implanted with a miniarc system. It was alleged the plaintiff "suffered serious bodily injuries, including but not limited to, extreme pain, erosion of their internal bodily tissue, dyspareunia, painful scarring, add'l surgery," "mesh erosion, hardening worsening urination," and "mental anguish." It was additionally alleged the plaintiff "suffered significant harm, conscious pain and suffering, physical injury and bodily impairment resulting permanent physical deficits, permanent impairment and other sequelae likely to continue manifesting in the future."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.